Event description:
The case had been measured and the devices ordered by the clinician. No additional devices were available in the hospital. There were discrepancies noted when the dimensions were checked on the films. The cutdowns were performed bilaterally. Wire and catheter access obtained on both sides. An angio was performed and the level of lowest renal was noted. An 18fr sheath was advanced to this level and the stent was delivered. The sheath was withdrawn and the excluder bifurcated endoprosthesis (ebe) was deployed per IFU. The device was then ballooned with a 22 mm balloon per the clinician's preference. It was noted at this point that the left hypogastric was covered. Access to the contra ring was obtained and it's positioning was checked. Using a excluder contralateral leg endoprosthesis would have covered the right hypogastric. The clinician decided to use an aneurx limb to save the hypo. The aneurx delivery system was inserted bareback through the contra ring and deployed. An angio was performed and a leak was noted at the level of the contra ring. Further ballooning was performed at the level of the overlap. Repeat angio were performed and a small leak continued to be evident at the overlap. The clinician decided to stop treatment and monitor leak.